Event description:
The manufacturer received information alleging a ventilator's screen was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was not repaired or evaluated as it was scrapped.